Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :the device was received and inspected. Upon visual inspection, the gun was received without implants. There was no physical damage was noticed on needle. The trigger was functioning as intended upon squeezing. The complaint cannot be confirmed based on the received condition of the device. No structural anomalies were observed. Based on given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device [6l29041] number, and no non-conformances were identified. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review : a manufacturing record evaluation was performed for the finished device [6l29041] number, and no non-conformances were identified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatcr, a .ollow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by healthcare professional via complaint submission tool, that during a meniscal repair, while using a truespan meniscal repair system peek 12 degree, the surgeon was not able to trigger the second backstop of the device, so it had to be removed and they used another device to complete procedure. No surgical delay or patient consequence reported.